Event description:
It was reported that prior to a pci treatment procedure, the air could not be expelled from the synergy balloon. The lesion to be treated was a 90% stenotic lesion in the left radial artery. Another balloon was used to complete the procedure. No patient injuries were reported.